Event description:
The customer reported that there were no audible alarms coming from the monitor. No pt harm was indicated.

Manufacturer narrative:
(B)(4). The customer reported that there were no audible alarms coming from the monitor. A speaker malfunction message was generated from the monitor. Root cause: unk. A philips field service engineer (fse) replaced the speaker assembly to resolve the reported issue. Risk analysis: device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. A research of the complaint database did not identify any trending with this reported issue. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.